Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to metal-on-metal wear (a unitrax unipolar head was articulating with a competitor shell). The unipolar head was revised to a 28 +0 lfit c-taper head and an adm/ mdm poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.